Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt said their spinal cord stimulator(scs) does not work(patient services specialist(pss) did not ask event date because pt was escalated). When asked for clarity, the pt said a message had appeared on their pt programmer and their stimulation no longer worked. Pt was unwilling to confirm message on call(possibly eos).  Pt said they had been at their healthcare provider's (hcp)'s office for 1.5 hours and mdt rep. Was supposed to show up today to talk to the pt's hcp about scs replacement options. Mdt rep. Did not show up.  Pt said their hcp cannot move any further today until they speak to a mdt rep. Pt stated her hcp checked the ins and leads and said they look fine but rep needs to check the ins battery. Pt stated she spoke to both reps, and they understand pt is upset. They are trying to arrange a meeting at hcp (B)(6) @ 11am. Additional information was received from the patient. It was reported that the battery died, the old stimulator will be removed and replaced with a new one. They are waiting on the doctor's office to schedule the replacement.

Event description:
Additional information was received from the patient on (B)(6) 2023. The patient reported the device was to be removed in (B)(6) 2022 and device location was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.